Event description:
The customer's fiancee reported the customer's blood glucose meter would turn on and off after test strip insertion, and as a result the customer experienced confusion. The paramedics were called and a blood glucose reading of 25 mg/dl was reportedly obtained. It was additionally reported the customer received an unknown treatment to stabilize the customer's blood glucose level and then transported to a hospital. The customer was reportedly diagnosed with severe hypoglycemia and treated with an intravenous medication (unknown). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once the product is returned and investigation is complete. Note: during the troubleshooting survey the customer's fiancee reported the customer saw a battery message or a picture of a battery on the display or a replace battery message. Adc customer service educated the caller about battery replacement.